Event description:
It was reported that presenting electrogram (egm)s showed an atrial arrhythmia in progress. Atrial undersensing was seen during the atrial arrhythmia. No adverse patient effects were reported. The right atrial (ra) lead remains implanted.